Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was evaluated. It was determined that parts of the analyzer required cleaning and replacement. The instrument service history review revealed no additional ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the customer reported event. A review of tracking and trending did not identify similar issues related to the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity I havab igg generated from alinity I processing module and provided the following data: reference: = 1.00 s/co reactive sample ID (B)(6) results were 1.11, 4.30, & 0.17 s/co. When repeated on another analyzer, the result was 0.07 s/co. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I havab igg generated from alinity I processing module and provided the following data: reference: = 1.00 s/co reactive sample ID (B)(6) results were 1.11, 4.30, & 0.17 s/co. When repeated on another analyzer, the result was 0.07 s/co. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.